Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when an asymptomatic patient presented remotely via merlin.net transmission, it was reported that a diagnostic anomaly was noted. A non-sustained v oversensing episodes were seen due to frequent premature ventricular events with abnormal morphology causing secure sense to declare oversensing. A programming changes were made. The patient was stable.